Manufacturer narrative:
B3 field: date of event is unknown. Additional information will be provided if available. E1 (initial reporter establishment name): (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the camera console of the video system center was not working properly, and onsite inspection results detected that there was a flicking in image some time. There were no reports of patient involvement.